Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported three months post implant that since the patient¿s recent left ventricular assist device (lvad) placement the right ventricular (rv) lead¿s impedances have all gone down since that time. An impedance alert was triggered due to low pacing impedance. The r-waves have reduced and the capture threshold has increased. The rv lead remains in use. No patient complications have been reported as a result of this event.